Event description:
The nurse was preparing to use a warm pack for a patient. She squeezed the bag with one hand and felt the inner pouch break. Before she could take the warm pack to the patient, it began to leak on her hand. There was no patient contact and no harm came to the nurse. We have had several hot packs leak and have reported them in the past. It is unknown why the packs are leaking and there does not appear to be an association with a particular lot number. Other hot packs from the same lot numbers do not leak. Staff do not know why this continues to occur, no excessive force is used when breaking the packs and there has been no change in the way the packs are shipped to us or stored in the unit. The packs are kept in a temperature controlled area. There was no patient involvement.====================== health professional's impression======================we do not know.====================== manufacturer response for instant warm pack--large, novaplus======================we are awaiting the manufacturer's investigation findings.